Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2011-00898. The patient (B)(6) received an scs system including an ipg and two leads. It was reported that the patient could feel no stimulation even at maximum amplitude. In addition, she alleged that the recharge burden for her ipg had suddenly increased. Surgical intervention was undertaken on (B)(6) 2011 to replace the patient's ipg and leads and effective stimulation was recaptured as a result. No further patient complications were reported.